Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported their interstim battery reached eos in january and the patient had been expecting it to last longer, stating that they read the battery would last 10 years. The agent reviewed battery longevity expectations and patient indicated they usually kept their amplitude setting between 3 and 4ma. The patient reported they have had a return of urinary incontinence and were having consistent uti's all the time due to leakage and having to constantly wear pads. The patient indicated they had no urinary function. The patient has a battery replacement scheduled for feb. 24th. Reviewed interstim battery types as well as information about altaviva per patient inquiry and recommended the patient discuss device and treatment options with managing physician.